Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, brown and red particles in the shell, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified; sharp opening on posterior, non-penetrating nicks, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening.

Event description:
Patient reported rupture on left side. The device has been explanted. Healthcare professional reported "prosthesis film".

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs for the device related to the reported event of rupture were reviewed. The photographs received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: film and rupture.

Event description:
Patient reported rupture on left side. The device has been explanted. Healthcare professional reported "prosthesis film".